Manufacturer narrative:
B2: bsc aware date used for date of death, as death date is unknown. B3: bsc aware date used for event date, as event date is unknown.

Event description:
It was reported that retroperitoneal hemorrhage and death occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiography (tee) imaging was utilized. Venous groin access was obtained using ultrasound. The patient had a noted inferior vena cava (ivc) filter, so an introducer sheath was used. Transseptal access was obtained, and a watchman trusteer access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced, deployed and implanted successfully. The procedure was concluded, and the patient was stable. The patient died before being discharged from the hospital. According to the physicians, the likely cause of death was a retroperitoneal bleed caused by access complications during the index procedure, but not associated with the watchman devices.

Event description:
It was reported that retroperitoneal hemorrhage and death occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiography (tee) imaging was utilized. Venous groin access was obtained using ultrasound. The patient had a noted inferior vena cava (ivc) filter, so an introducer sheath was used. Transseptal access was obtained, and a watchman trusteer access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced, deployed and implanted successfully. The procedure was concluded, and the patient was stable. The patient died before being discharged from the hospital. According to the physicians, the likely cause of death was a retroperitoneal bleed caused by access complications during the index procedure, but not associated with the watchman devices. It was further reported that the death occurred the same date of the index procedure. The was kinked during the procedure due to anatomical challenges near the distal end of the sheath, and a second was opened to complete the procedure. At the end of the procedure, a non-boston scientific vascular closure device was used to close the groin access and the patient had minor bleeding issues post procedure. Full dose of heparin was given after getting venous groin access, dose given per patient weight. The ivc filter was easily wired and per the physician it was not disturbed during the procedure.

Manufacturer narrative:
B2: date of death corrected. B3: event date corrected. H6: code updated from adverse event without identified device or use problem to material deformation.